Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing. Programming changes were made, and the patient was stable.